Event description:
As reported, the balloon on a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres (atm). A non-cordis balloon was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery, which was severely calcified with approximately 70% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no difficulties in removing sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. There was no acute bending or kinking during the procedure, and the device was able to cross the lesion and was easily and intactly removed from the patient. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon on a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres (atm). A non-cordis balloon was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery, which was severely calcified with approximately 70% stenosis. The device was stored and prepared according to the instructions for use (IFU). There were no difficulties in removing sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. There was no acute bending or kinking during the procedure, and the device was able to cross the lesion and was easily and intactly removed from the patient. The device was not returned for evaluation as expected. A product history record (phr) review of lot 82336157 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- at/below rbp¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact cause could not be determined. Vessel characteristics such as severe calcification with 70% stenosis may have contributed to the reported event as calcification can damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.